Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6940-52 lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the emergency medical services found the patient in ventricular tachycardia (vt) and provided amiodarone twice. The patient was taken to the emergency room with complaints of chest pain, palpations, and a heart rate in the 160s range. In the ER, the patient¿s rate was in the 120s and the patient was externally converted, because the ICD device allegedly did not terminate the arrhythmia. A review of device data noted that the rates were just below the vt zone. Additionally, an interrogation observed the right ventricular (rv) lead and right atrial (ra) lead measured high threshold. The leads remain in use. The device was reprogrammed to lower the detection zone. Subsequently, the patient presented to the ER a second time for ventricular tachycardia (vt). The physician reported the device did not deliver therapies. Another review of device data noted the rates did not appear to meet the number to detect episode for therapies. The device was explanted and replaced. No further patient complications have been reported as a result of this event.